Manufacturer narrative:
Batch review performed on 18-nov-2022: lot 1901349: (b)(4( items manufactured and released on ¨03-jul-2019. Expiration date: 2024-05-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
The patient came in reporting instability 1 year and 9 months after the primary surgery. The surgeon revised the liner with a thicker one and the surgery was completed successfully.